Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on, on an unknown date in (B)(6) 2009, the patient met with a motor vehicle accident and she injured her left posterior mandibular bridge. (B)(6) 2010: radiograph exam showed that fairly low lying left inferior alveolar nerve. (B)(6) 2010: the patient presented with a panorex ((B)(6) 2010) film and a CT scan ((B)(6) 2010). Patient was missing teeth#18 and #19 and was looking for implant replacements. (B)(6) 2010: the patient presented for evaluation of possible left posterior mandibular bone graft and ultimately two implants for two fixed units. (B)(6) 2011: the patient underwent reconstruction of the left mandible ramal graft with particulate bone and collagen membrane. (B)(6) 2011: the patient presented for evaluation status post left mandibular ramal graft to the posterior mandible with particulate graft and collagen membrane. She reports normal sensation and site tenderness over the area, but no drainage or difficulties. (B)(6) 2011: the patient presented for follow-up. Patient stated she had some discomfort and a pressure feeling if she pushes, and she points right over the mental nerve area externally. (B)(6) 2011: the patient presented for follow-up status post left ramal graft to the left posterior mandible on (B)(6) 2011. She does not complain of any difficulties on that side, has normal sensation, and is doing well. (B)(6) 2011: the patient presented with pre-operative diagnosis of status post reconstruction of left mandible. Patient underwent following operations: removal of bone screws left mandible; placement of dental implants (tapered groovy 5.0 and 4.3 x 10mm; single stage with 3mm healing abutments); surgical extraction of teeth # 29 and 30 with localized grafting . Post-op film shows excellent alignment. (B)(6) 2011: the patient presented for follow-up stares post placement of implants in the left mandible with removal of bone screws and surgical removal of #29 and #30 with significant ridge reconstruction with putty and collatape. She reports that she has some discomfort on the right but normal sensation bilaterally and the left side does not bother her at all. (B)(6) 2012: patient presented for re-evaluation of the right mandible status post extractions and localized grafting. Exam revealed that left implants are stable. There is no tissue pocketing. It was hard to tell whether or not she is in any type of traumatic occlusion. In the right mandible the ridge is rather narrow and irregular, particularly in the mid defect area of #29 and #30. There was no lingual undercut. There is some attached tissue but minimal. Panoramic film obtained, which shows mandibular defect in the right and also perhaps slight bone loss on the #18 fixture. (B)(6) 2012: the patient presented with complaints of fracture porcelain on implant crown # 8; hip bone graft prior to implant placement at sites #29 and #30; soreness on tooth #31 that is constant and is associated with a bad taste. The full mouth radiographs were taken and following were observed: implant #18 and 10 are stable; the #29-30 area appears to be very atrophic; tooth #31 tested normal to endo ice and was not sensitive to percussion with minor handle or biting on a saliva ejector. (B)(6) 2012: the patient presented with pre-operative diagnosis of mandibular asymmetry. Per-op notes, reconstituted the bmp and mixed with particulate corticocancellous bone, impacted into the preformed titanium mesh crib, which was adapted and sterilized. Then packed the crib, placed it into place and then pinned it with a 5 mm length, 1.7 mm self drilling screws from the leibinger set. Then palpated the areas on the lingual, there were no sharp projections and the mandible was reconstructed in a symmetric fashion. Then fashioned collagen membrane over top, laid this over the entire mesh area and then did a meticulous closure with interrupted 4-0 vicryl and then over sewed with a continuous running locking 4.0 braided nylon. No patient complications were reported. (B)(6) 2012: the patient presented for follow-up status post right mandibular reconstruction with titanium mash, rhbmp-2/acs and part iculate bone. She reported no pains or difficulty. (B)(6) 2012: patient presented for follow-up for with slight wound dehiscence in the right crestal area of the mandible. (B)(6) 2013: the patient presented with concern about difficulties with her tongue and some pain in her right-sided jaw. (B)(6) 2013: the patient presented with persistent concern about pain in the right side of her jaw, intermittent swelling, and burning in her tongue. Exam revealed that tongue is unremarkable. (B)(6) 2013: the patient presented with pre-operative diagnosis of right mandible pain and possible inflammation. Patient underwent operations for removal of titanium mesh and screws right mandible. (B)(6) 2013: the patient presented for follow-up after having mesh removed from the right mandible on (B)(6) 2013. Patient was still having significant pain to the right mandible. She described it as fairly constant and a burning nature and also some pain that she feels emanates from her tongue.

Event description:
It was reported that the patient underwent an oral surgery using rhbmp-2/acs. The bmp was placed "in lower right hand side of jaw for 2 implanted teeth # 29 and 30. Had extreme swelling right after product was put in. Had flu like symptoms and was told to take benadryl. On surgery site, tongue lower gum on right-side was burning pain 24/7. I have had to have titanium mesh crib removed, it was pushing through the gums. I had ulcers on right side of tongue, feeling sick 24/7. I can no longer have cold wind/air touch my face. I had to have another surgery in 2013 to have tissue removed, bone cleaned and they drill small pilot holes through the jaw bone to get blood to flow through again. I still sit here in burning pain 24/7, never feel well. With all the surgeries, still have not had relief. Also I can't find model, lot number on operative notes from surgeon. I also have swelling on and off. Radiating pain going up the neck, burning on right side, up spine and neck, pain 24/7. I have been to three different neurologists also, only to try meds that don't work."

Manufacturer narrative:
(B)(4)

Event description:
It was reported that unspecified stryker product was used in the patient's surgery.